Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately around 5pm on (B)(6) 2019, when he obtained alleged inaccurate blood glucose results of ¿314, 333, 235 and 115 mg/dl¿. The patient indicated that the results were high compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with a combination of basaglar and admelog insulin which he self-adjusts. He reported that after obtaining the alleged inaccurate results, he continued with his usual diabetes management routine and administered 31 units of admelog (including sliding scale). He reported that around 1 hour 40 minutes later, he developed symptoms of ¿sweaty and about to pass out¿. He denied receiving any treatment for his symptoms above or beyond the usual routine of diabetes care and management. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips and education on its use was provided by the cca. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining high readings on the meter and administering insulin based on a sliding scale.